Event description:
It was reported that the device active electrode lead was teared out into external ear canal by an ent doctor by accident and that only 5 electrodes were working.

Manufacturer narrative:
The device has been explanted and had been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.